Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the defective temperature sensor, likely due to the aging of the device. The autopulse platform was manufactured in (B)(6) 2014 and is almost 7 years old, has exceeded its expected service life of 5 years. However, user handling cannot be ruled out as there is no documented report showing that annual preventative maintenance (pm) was performed since the device was acquired by the customer. Performing regular preventative maintenance can help identify intermittent or early signs of temperature sensor failure. Upon visual inspection, unrelated to the reported complaint, observed a cracked front enclosure likely attributed to user mishandling such as a drop. The front enclosure needs to be replaced to address this issue. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) advisory messages occurred on the customer's reported event date; thus, confirming the reported complaint. During functional testing, the platform displayed ua41 advisory message upon powering up; thus, confirming the reported complaint. Investigation revealed the temperature sensor was defective, and it needs to be replaced to remedy the fault. During further investigation, it was noted that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch is typically caused by the usage of the device over time. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate needs deburring to address the problem. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During training session, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message. No patient involvement.